Event description:
It was reported that the device battery depleted due to the lead's sudden high thresholds. A lead fracture was suspected. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.